Event description:
A customer contacted beckman coulter inc., (bci) regarding falsely positive rheumatoid factor (rf) results generated by the unicel dxc 800 pro synchron clinical systems for multiple patients. The results have been reported out of the lab. The samples were re-tested with different lot of rf reagent. The customer indicated that no effect to patients occurred as a result of this event.

Manufacturer narrative:
The customer runs both microgenics mas controls and bci vigil serology controls. The lower mas and bci controls recover similarly on both rf reagent lots. The bci high-level controls recover similarly on both rf reagent lots. Service was not dispatched for this event as this issue appears to be a reagent related issue. The root cause investigation is ongoing.